Event description:
New information received indicates that no intervention was performed, and the patient would continue to be monitored. The patient's condition remained stable.

Event description:
It was reported that the patient's right ventricular (rv) lead exhibited high defibrillation impedance. Further information was requested but not yet received.